Event description:
Cholangitis [cholangitis]. Case description: initial information received on (B)(6) 2015: this spontaneous medical device report was received from a healthcare professional via the company distributor, concerning a (B)(6) male. The patient's medical history included hepatectomy, transcatheter arterial chemoembolization (tace) using lipiodol (iodine addition products of the ethylesters of the fatty acids obtained from poppyseed oil) and gelpart (porous gelatin particles) loaded with epirubicin hydrochloride and mitomycin c. Patient's concomitant disease included reflux oesophagitis. The patient was taking the following concomitant drugs: epirubicin hydrochloride, flomoxef sodium, pentazocine, teprenone, loxoprofen sodium hydrate, ioxilan. On (B)(6) 2014, the patient underwent tace using one vial of dc bead (100-300 microm) (lot number and expiration date not reported) loaded with epirubicin hydrochloride 50mg (indication not specified). Gelpart (porius gelatin particles) and embosphere (gelatin microspheres) were also used. On (B)(6) 2014 the patient developed cholangitis. He was hospitalized for abdominal pain. He received an antibiotic by intravenous drip infusion. On (B)(6) 2014 the cholangitis was resolving. On 09-(B)(6) 2014 sorafenib tosilate treatment was started. No other information was provided. The physician assessed the event as probably related to dc bead. The physician stated that other causative factors other than dc bead could be due to biliary dilation and bile duct disorder that may occur occasionally due to tace. Case comment: cholangitis is considered unlisted according to dc bead current instruction for use. The physician considered the event as probable related to the use of dc bead. The underlying liver disease of the patient could have contributed to the event. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Follow up information received on june 18, 2015: on (B)(6) 2014, blood sampling revealed biliary enzymes increase, and the patient had general malaise. A CT scan revealed biliary dilatation. On (B)(6) 2014, the patient developed back pain. A diagnosis of cholangitis was made based on laboratory data. Case comment: cholangitis is considered unlisted according to dc bead current instruction for use. With follow-up information received on june 18, 2015, one additional event was reported: malaise considered unlisted according to dc bead current instruction for use the physician considered the event of cholangitis as probably related to the use of dc bead. The underlying liver disease of the patient could have contributed to the event. The patient suffered from cholangitis five weeks after the tace procedure, therefore the company considered the events to be unlikely related to the deb-tace procedure. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis the follow up information received on june 18, 2015 does not change the assessment of the case. (B)(4).

Manufacturer narrative:
Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Cholangitis [cholangitis] general malaise [malaise]. Case description: initial information received on 24-apr-2015: this spontaneous medical device report was received from a healthcare professional via the company distributor, concerning a (B)(6) male. The patient's medical history included hepatectomy, transcatheter arterial chemoembolization (tace) using lipiodol (iodine addition products of the ethylesters of the fatty acids obtained from poppyseed oil) and gelpart (porous gelatin particles) loaded with epirubicin hydrochloride and mitomycin c. Patient's concomitant disease included reflux oesophagitis. The patient was taking the following concomitant drugs: epirubicin hydrochloride, flomoxef sodium, pentazocine, teprenone, loxoprofen sodium hydrate, ioxilan. On (B)(6) 2014, the patient underwent tace using one vial of dc bead (100-300 microm) (lot number and expiration date not reported) loaded with epirubicin hydrochloride 50mg (indication not specified). Gelpart (porius gelatin particles) and embosphere (gelatin microspheres) were also used. On (B)(6) 2014 the patient developed cholangitis. He was hospitalized for abdominal pain. He received an antibiotic by intravenous drip infusion. On (B)(6) 2014 the cholangitis was resolving. On (B)(6) 2014 sorafenib tosilate treatment was started. No other information was provided. The physician assessed the event as probably related to dc bead. The physician stated that other causative factors other than dc bead could be due to biliary dilation and bile duct disorder that may occur occasionally due to tace. Follow up information received on 18-jun-2015: on (B)(6) 2014, blood sampling revealed biliary enzymes increase, and the patient had general malaise. A CT scan revealed biliary dilatation. On (B)(6) 2014, the patient developed back pain. A diagnosis of cholangitis was made based on laboratory data. Additional patient's laboratory data were reported at (B)(6) 2014: white blood cells count were 48, 58 and 55, respectively c-reactive protein level was 6.7, 3.73 and 2.56, respectively blood alkaline phosphatase level was 922, 1894 and 2070 respectively gamma-glutamyltransferase was 108, 268 and 417 respectively blood bilirubin level was 0.7, 0.4, and 0.5 respectively. Follow-up information received on 24-jul-2015: additional concomitant diseases included hepatocellular carcinoma (hcc). Additional patient's past medical history included gallstones (history of biliary disease). Start date of the event cholangitis was provided by the reporter as 29-oct-2015. The patient had no hepatic cirrhosis and no concurrent biliary disease. The patient did not receive rfa (radiofrequency ablation) as previous treatment. The size of bile duct was not provided. The degree of embolization was not provided. The embolization sites and range were s1-8 (subsegment or periphery), s5-8 segment, s2-4 segment and s7 periphery. Of the above survey items, the embolization site and range may have been the cause of cholangitis. The follow up information received on 18-jun-2015 does not change the assessment of the case. The follow up information received on 24-jul-2015 does not change the assessment of the case. Case comment: cholangitis is considered unlisted according to dc bead current instruction for use. With follow-up information received on 18-jun-2015,one additional events was reported: malaise considered unlisted according to dc bead current instruction for use. The physician considered the event of cholangitis as probably related to the use of dc bead. The underlying liver disease of the patient could have contributed to the event. The patient suffered from cholangitis five weeks after the tace procedure, therefore the company considered the events to be unlikely related to the deb-tace procedure. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(6) were in 2004. Sales data from jan-2010 for dc bead is: (B)(4). Final assessment received on 22-dec-2015: the company considered the events to be related to dc bead, as its role cannot be excluded although the patient suffered from cholangitis five weeks after the tace procedure. No device failure has been identified as a result of this adverse event. No further follow up information is expected. It has been assessed that no corrective action is necessary at this time. This report is considered final. The case is closed.

Manufacturer narrative:
Follow-up information received on july 24, 2015: additional concomitant diseases included hepatocellular carcinoma (hcc). Additional patient's past medical history included gallstones (history of biliary disease). Start date of the event cholangitis was provided by the reporter as (B)(6) 2015. The patient had no hepatic cirrhosis and no concurrent biliary disease. The patient did not receive rfa (radiofrequency ablation) as previous treatment. The size of bile duct was not provided. The degree of embolization was not provided. The embolization sites and range were s1-8 (subsegment or periphery), s5-8 segment, s2-4 segment and s7 periphery of the above survey items, the embolization site and range may have been the cause of cholangitis.

Manufacturer narrative:
Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.